Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event, of a yellow wrench alarm on the mpu, was confirmed when the unit was checked by depot services. The mpu alarmed when powered up. Replacing the patient cable resolved the alarms. The patient cable was severely kinked at multiple places. Inspection of the internal wires around the kinked areas found multiple wires with bend marks and kinked wires. The repaired mpu was functionally tested and returned to the customer. Although mechanically damaged, the root cause of the kinking was not determined in this investigation. The mpu assembly (pn 108285) was made jul 28, 2021. The unit was packaged (pn 100159807) and placed into stock on aug 18, 2021. The mpu was sent to the customer on (B)(6) 2021. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev c p.78) and the heartmate 3 lvas instructions for use (IFU) (rev c p.3-35). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (rev c p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (rev c p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook (rev c) states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient cable showed a few kinks. A new cable was installed and the issue resolved.

Event description:
It was reported that the mobile power unit (mpu) was continuously alarming however there were no alarms on the controller/left ventricular assist device (lvad). The batteries were changed however the mpu continued to alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.